Event description:
It was reported that the connection to the eagle inflation device was cracked, and the balloon could not be expanded.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was received in a closed ziploc bag identified with a label. Inside of the bag there was the tyvek pouch with unit label identifying pn 998404 and lot number bmfpfm08. Inside of the tyvek pouch there was the balloon catheter. The balloon hub of the catheter reads "4mm x 4cm" and "30 atm"; the wire hub reads "0.038(0.97mm) wire". Visual inspection was performed to the catheter, no damaged were observer in the balloon catheter, however it was identified a crack in the balloon hub connector. The balloon hub was inspected with magnification, and it was identified that there are stress marks in the top of the hub connector. Functional evaluation noted a 0.038" guidewire was introduced through the wire hub and it was able to pass freely through all catheter inner lumen. Then the catheter was tried to be inflated with distilled water using an inflation device, however it was not possible to inflate due to a leak in the balloon hub. The balloon hub is complete only with a crack starting on the top of the connector and ending close to the wings and there is no evidence that it has been deformed by a crush, therefore is likely that the connector had been over torqued. Manufacturing process was reviewed , and it was confirmed that only plastic connectors are used to connector balloon hub for leak test and folding. Although an exact root cause could not be determined a potential root cause could be over torque. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: contraindication: none. Warnings: ¿ use only liquid inflation media. Do not inflate with air. ¿ always follow the manufacturer¿s directions accompanying the balloon dilation catheter for instructions for use, maximum balloon inflation pressure, precautions, and warnings for that device. ¿ this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable regulations. Precaution: ¿ before use, inspect the device to verify that no damage has occurred during shipping and handling. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Instructions for use: preparation: make all aspiration and injection maneuvers with the lock lever pushed left, i.e., unlocked. Unlock the piston by pushing the lock lever left. In this position, you can freely pull the piston back for aspiration, or push it forward for injection. To lock the piston in position, slide the lever right to the straight up position. 1. Prepare a solution of contrast medium and normal saline in a small sterile bowl or in the well provided with the package. Check balloon catheter and contrast medium instructions for specific contrast mixture recommendations. 2. Orient the tubing downward into the contrast medium. 3. Push the release lever left and aspirate enough solution to fill the syringe. 4. Hold the device upright to purge the air from the syringe and connecting tube. Tap the syringe lightly, if necessary, to remove all the air bubbles and fill the connecting tube completely. 5. Inspect the syringe and tubing to ensure that the device has been completely purged. 6. Adjust the syringe volume to 3 to 4cc. If more contrast solution is needed, submerge the syringe tip into the basin of solution and aspirate. Attaching the inflation device to the balloon dilation catheter: 1. Prepare and test the balloon dilation catheter according to the manufacturer¿s directions for use. 2. If a separate syringe was used to prepare the balloon catheter, remove it. Create a fluid-fluid connection between the balloon and the connecting tube (male rotating adapter) of the inflation device by placing a drop of contrast solution from the syringe into each hub. 3. Hand tighten the hubs securely. Balloon inflation and deflation: 1. Release the lock lever and allow the piston to move forward into neutral position (0 atm). 2. To inflate the balloon, engage the lock lever, turn the palm grip on the piston clockwise slowly until the desired inflation pressure is reached. The lock lever maintains the increasing pressure. 3. To deflate the balloon, push the lock lever left, releasing the piston, and pull back. Slide the lock lever back to lock, if desired. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connection to the eagle inflation device was cracked, and the balloon could not be expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.